Event description:
It was reported that a malfunction alarm occurred. It was reported that the bg specific value displayed high but was unknown. Customer did nothing to address the bg level since they were not home. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was not provided.